Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility in japan reported a 52-year-old female post cardiotomy cardiogenic shock / low cardiac output syndrome was implanted with an impella cp for mechanical circulatory support. It was reported that when impella cp was inserted the cp position was facing the rear wall and when the pump performance level was raised a suction alarm occurred. Repositioning the impella was unsuccessful, and cp was replaced.

Manufacturer narrative:
The investigation for the low flow /suction and the positioning issues has been completed. Neither product nor data logs were returned for review. Based on clinical description, the root cause of positioning issue was most likely use related. ¿the cause of the low pump flow issue was not determined since product, logs were not returned and due to insufficient clinical information. F6/f8 should have been left blank in the initial report.